Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot# 0205939744, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-28, lot# 0205648209, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the lead with lot# 0205939744 found that ¿the #0 conductor was broken at the #0 conductor weld site. The #3 conductor was broken 6.3 cm from the distal end and the distal edge of the #3 electrode sleeve.¿ analysis of the lead with lot# 0205648209 found that ¿the #2 conductor was broken at the #2 electrode weld site. The #0 and 1 conductors were broken 5.1 cm from the distal end and the proximal edge of the #2 electrode sleeve.¿

Event description:
Additional information stated the patient was "receiving effective therapy" at the time of follow-up. It was noted there were "no known events that could have provoked fractures."

Event description:
It was reported the patient experienced a ¿loss of stimulation/therapeutic effect.¿ it was further reported the patient experienced ¿less than 50% therapy relief¿ at the lead location. It was stated that impedance testing was performed on the lead with lot number 0205939744 and found high impedances >10000 ohms on electrodes 1 and 4. It was also stated that impedance testing was performed on the lead with lot number 0205648209 and found high impedances >10000 ohms on electrodes 1, 2, and 3. It was additionally reported that the lead with lot number 0205648209 had migrated. It was noted that explant of both leads was required as a result of the event. It was stated there was ¿no report of anything that may have caused the defect of multiple electrodes.¿ it was reported the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.